Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged felt thing hit the back of his throat, headache,soreness in throat and nasal irritation. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
In the previous follow-up report (MDR 2518422-2022-04486-1), section h10 was incorrectly captured in this report, it should have been reported as : the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging felt thing hit the back of his throat, headache,soreness in throat and nasal irritation. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer observed dirt/dust contamination inconsistent with degraded sound abatement throughout device enclosure and airpath, suggesting a source external to the device and also found evidence of water ingress on the blower and the blower box enclosure. The manufacturer observed blower isolator found unattached to blower in the blower box, screw from blower assembly found unattached to blower assembly in the blower box, blower housing cracked near screw hole that had the missing screw. The device's downloaded logs were reviewed by the manufacturer and no error found. The manufacturer concludes there was no evidence of sound abatement foam degradation, but evidence of water ingress and dust contamination were observed and are consistent with being from an external source. Section h6 was incorrectly captured, it has been corrected in this report to reflect the correct information.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging felt thing hit the back of his throat, headache,soreness in throat and nasal irritation. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer observed dirt/dust contamination inconsistent with degraded sound abatement throughout device enclosure and airpath, suggesting a source external to the device and also found evidence of contamination in the water ingress on the blower and the blower box enclosure.there was an evidence of sound abatement foam degradation. The device's downloaded logs were reviewed by the manufacturer and found 0 errors logged. There was an evidence of sound abatement foam degradation found within the device. The manufacturer missed to capture section e1 in previous report. It has been updated in this report. Section d9, d10, g3 and h6 has been updated in this report.